Event description:
Pediatric gastro intestinal dr alleged that the obturator popped all the way through the bolster cage when dr was attempting to extend the cage for removal. Two attempts were made before performing an endoscope removal technique.